Event description:
Leads were explanted due to dislodgement.

Event description:
Event description guidant received information that these implantable transvenous leads were explanted due to dislodgement.